Event description:
It was reported that the external pulse generator (epg) displayed an error code 0004. Technical support (ts) recommended removing battery to reset epg and turn on device again. Ts discovered that error could not be duplicated and explained that the epg self-test possibly may have been disrupted upon start up when the error code initially presented itself. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.